Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, no delivery, displacement and motor tests. There was no motor error alarm. The insulin pump was received with cracked display window corner, scratches on the lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 481 mg/dl. Customer treated high blood glucose via manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised when they attempt to prime the device it goes back to the rewind process. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.